Event description:
Procedure: hemi-colectomy. A re-operation was performed for peritonitis, the suture had loosened at the ileocolic anastomosis and the staples were not fully closed. After anatomo-pathologic tests the tissues were well vascularized and not necrotic.